Manufacturer narrative:
Database analysis: the device was not returned as it remains implanted in the patient. Database analysis was completed and ipg resets while charging was noted in the database logs. When the system resets, stimulation turns off for 10-15 seconds and returns back to normal operation. Investigation conclusion: based on the available evidence the reported event of intermittent stimulation while charging was confirmed. During analysis of the database, bluetooth low energy faults occurred while charging, which can cause a system reset. The interactions of the chargers charge field induce noise on the submodule of the bluetooth communication chipset and cause internal resets for the bluetooth communication chipset which in turn can cause a system reset. If system reset occurs, it will cause the stimulation to turn off and turn back on. The user could perceive the sudden change in stimulation status as a feeling of overstimulation sensation. Therefore, the root cause of the reported event was traced to device design. Device history record review: a review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A field safety notice (fsn 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the patient experienced intermittent stimulation when charging the deep brain stimulation (dbs) system resulting in undesired electrical surg sensations that made him feel nauseous and unsteady. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information received indicates that a boston scientific representative, in consultation with the treating clinician, performed an ipg firmware update that has resolved the bluetooth fault code error when charging the ipg. The applicable firmware is model 9028509-102-00. The patient is able to successfully charge the ipg without interruption. No further action related to this event is needed.